Event description:
A malfunction was reported by the customer, identified by a malfunction code displayed as "malf 0." The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the level. Technical support assisted the customer with resetting the pump, after which the same malfunction code did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if any issues arise again, and they acknowledged and understood the guidance provided.